Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k number of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
It was reported that during a procedure to treat a restenosed, eccentric lesion in the distal right coronary artery with moderate tortuosity, moderate calcification and 90% stenosis, a 2.0x15 mm rx tenku balloon dilatation catheter (bdc) was advanced. The balloon was inflated for the first time at 6 atmospheres for 10 seconds; however, the balloon ruptured. Reportedly, there was no resistance felt during removal of the stylet or protective sheath and the device was soaked and air aspiration was performed outside of the patient anatomy prior to use. A non-abbott high pressure balloon catheter was used to ultimately treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.